Event description:
The complainant in japan hada cp support in 10/2022 that was successful for 4 days when weaned and explanted. Later in 12/2022 the jpvad registry noted thrombosis at the time of explant that lead to limb ischemia. The ischemia prompted thrombectomy.

Manufacturer narrative:
The medical center discarded all product at the time of explant. The jpvad registry furnished no further details on the cause of the thombosis. The manufacturer will close the investigation without root cause being determined. The failure mode will be monitored and trended.